Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
As reported by a teleflex field service representative: biomed contacted me on thursday 03 nov 2022 reporting that the unit stop pumping.

Event description:
As reported by a teleflex field service representative: biomed contacted me on thursday (B)(6) 2022 reporting that the unit stop pumping.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.